Event description:
Additional information: it was reported by the patient's healthcare provider (hcp) that clear fluid was drawn from the pump. The fluid was cultured and came back as negative. Further testing uncovered that the patient had an underlying seizure disorder.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2004-(B)(6), explanted: 2009-(B)(6). (B)(4).

Event description:
It was reported that the patient was having seizures and the white blood cell count was leading them to believe there was an infection. The patient was to the hospital due to the seizures and was intubated. They were trying to determine the cause. They were uncertain what was wrong with the patient; don't know if she is withdrawing from a benzo addiction. The patient had two mris (reason not reported); the pump seemed to be working fine based on the pump logs. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).